Event description:
It was reported that the rhythm in ddd mode shows loss of atrial sensing with funcitonal loss of capture due to possible dislodgement.

Manufacturer narrative:
No medwatch form was received.